Event description:
It was reported that the ilet user unintentionally navigated to the fill tubing screen and, while disconnected from the body, pressed and held to observe drops from the tubing before exiting, after which insulin delivery was resumed; this event involved use of the infusion set and cartridge and pertained to the tubing component, and the issue was characterized as an incorrect procedure. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem involving the tubing, consistent with an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.